Event description:
User experienced symptoms of nasal passage and eyes burning, coughing, heaviness in chest, dizziness, headache, sore throat. They also had nausea the first week of exposure. The symptoms went away when stopped using the product. They reported using ppe.